Event description:
Healthcare professional reported, a left-side implant exchange with no complaint against the device. Healthcare professional later, reported hole, non specific in the rga. And in the operative repot "the old implants were then encountered, found to be ruptured. And both were removed". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : no observed, on the device. Additional observations: crease flat observed, on the device. Observed, 40 mm dark patch edge material inside gel device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported a left-side implant exchange with no complaint against the device. Healthcare professional later reported hole, non specific in the rga and in the operative report "the old implants were then encountered, found to be ruptured, and both were removed." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.